Event description:
It was reported that the customer's blood glucose level was low (52 mg/dl). During troubleshooting with tandem technical support, customer set a pump temp rate to manage insulin delivery. Followup same day with customer indicated that blood glucose level had stabilized. Customer indicated that pump settings will be adjusted and nighttime basal rate will be lowered.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.